Manufacturer narrative:
Device evaluation: two osteoraptor 2.3 anchors were returned for evaluation without inserters or sutures. Visual examination of sample one showed the entire anchor was returned. For sample 2, the distal portion of the anchor is missing and was broken at the suture eyelet. Dimensional assessment of both anchors major diameter met print specification. The customer reported that the patient had soft bone; therefore, device failure was the result of poor bone quality. No root cause related to the manufacturing process can be established. A review of the device history records and quality records associated with this lot confirmed that no abnormalities were reported. No further investigation is warranted at this time. The information for use under the precautions section states: ¿bone quality must be adequate to allow proper placement of the suture anchor.¿ (B)(4).

Event description:
During a hip arthroscopy, it was reported that two osteoraptor 2.3 w/ 1 ub cobraid black were pulled out when the surgeon tried to tie the sutures. The anchors were slightly damaged by the grasper during removal; however, no pieces remained in the patient. The sites were prepped with inline drill guide-crown tip and twist drill 2.5 mm. The two prepped sites for the osteoraptor ha anchors were left empty. The operation was completed with a competitor's anchor. There were no reports of patient injuries or complications.